Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The serial number of the device was not reported, so the manufacturing side ID was set to medtronic, inc.

Event description:
It was reported that a second electrical reset occurred from radiation. The serial number and information for the device was not reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.